Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia with capillary glucose readings reported as ¿high¿ around 600 mg/dl after the infusion set/tubing was inadvertently pulled out during a transfer into a car and meals were not announced while using an ilet system with a cracked screen, after which the family disconnected and transitioned to backup therapy and then to an alternate pump, resulting in glucose improvement to 249 mg/dl. Symptoms included no reported clinical symptoms and negative ketones. Outcomes included temporary device discontinuation and use of alternate therapy, with no hospitalization. Investigation included remote troubleshooting to confirm no leaks or kinks after site change, education on consistent meal announcing, and follow-up glucose checks. Investigation of this case revealed user-related factors, including accidental set dislodgement and omission of meal announcements, in the context of a device with a cracked screen that limited full use, with no evidence of infusion set leakage or tubing occlusion after reconnection. It was concluded, based on previously established findings for similar reports, that the cause was unclear, with likely contribution from use-related factors and therapy interruption.